Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6fr angioseal evolution device was received for product evaluation. No accessory components were received. The returned device was then subjected to visual analysis where blood-like substance was identified. Neither the collagen nor the anchor were returned. Approximately 20.5" of suture was returned as measured with a ruler. The returned suture was not tethered to the gearbox assembly. The compaction tube was returned fully exposed and detached from the rack. The hemostatic sheath was appropriately mated with the deployment sleeve, which was in the rear lock position with the color bands fully exposed. The button was pressed and determined to be soft. The upper handle was then removed from the lower handle exposing the gearbox assembly. The gearbox assembly was in the proximal position. No portion of the rack was found in the proximal position. There was excessive dried blood like substance emerging from the carrier tube assembly. No other gross visual anomalies were noted with the gearbox assembly as it rested on the lower handle. The gearbox assembly was then removed from the lower handle and examined. There were no turns of the suture could be seen within the grooves of the spool. The suture was not tethered to the spool. There was a portion of the suture near the suture stake that appeared frayed. The drive gear was properly seated. No gross visual anomalies were observed with the gearbox assembly. The gearbox assembly was then functionally tested by turning the drive gear clockwise moving the rack proximally. As the drive gear was rotated, the rack advanced. As the rack advanced through the hemostatic sheath, resistance was encountered due to the dried blood like substance. The carrier tube assembly was removed and the rack was able to advance freely. When the hemostatic sheath was removed from the carrier tube assembly. There was a slight kink in the carrier tube assembly. The suture was examined under microscopy, appeared bluntly cut and one end, and appeared frayed at the other. The frayed portion of the suture appeared to be the proximal end as there was a portion of frayed suture near the suture stake. The complaint could not be confirmed for pullout as neither the anchor nor collagen were returned, and the suture shows evidence of cutting with a sharp edge such as a scalpel. The complaint could be confirmed for suture detachment as the suture was found detached from the spool. At this time, no conclusion can be drawn as to the cause of the detachment of the suture. Force applied to the suture after the suture has released from the spool has been known to cause suture detachment. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason (B)(4) has been referenced in the conclusions section of evaluation codes. The user facility reported similar events from the same product code/lot number combination. See MDR 2243441-2017-00208. A review of the device history record of the product code/lot# combination was conducted with no findings. A search of the complaint file did not find any other report with the involved product code/lot# combination.

Event description:
The user facility reported that the when the evolution was deployed the collagen and anchor were pulled all the way out of the patient. It was reported that the estimated blood loss was <250 cc. It was reported that the patient condition was fine. It was reported that the procedure outcome was fine, held manual pressure.